Event description:
The company rep reported defective drill bit tips.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
This report is generated as additional information has been provided by the customer. Therefore the method, clinical signs and health impact imdrf codes were updated accordingly.

Event description:
The company rep reported defective drill bit tips. The company rep reported defective drill bit tips. 11/14/2024 - additional information received: type of defect: deformation the procedure could be completed successfully without patient impact. Use of 2nd drill bit.

Manufacturer narrative:
Corrections to d9 product return. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The company rep reported defective drill bit tips.